Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device "grips immediately" and didn't retain the blood, resulting in blockage during the aspiration. It was stated that there seemed to be a lack of heparin inside the syringes, or at least an insufficient quantity, meaning that the blood immediately coagulated in the syringe, making difficult to analyze the sample and having to maneuver it several times. The event took place in the emergency room. The incident was fixed by repeating the maneuver. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.